Event description:
It was reported by the affiliate the ax55g was used during a low anterior resection. It was reported the staples malformed. The surgeon put some overstiches on the tissue. There was no consequence to the pt.